Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low total bilirubin (tbil) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. The low results were reviewed by the operator and repeated on an alternate instrument. The results were higher and reported out. Patient treatment was not affected in this event.

Manufacturer narrative:
Prior to the event, tbil reagent was calibrated and qc results were within the lab's established ranges. The customer did probe maintenance, which did not resolve the problem. A field service engineer (fse) was dispatched and found the sample syringe to be leaking and replaced the syringe plunger. As of (B)(4) 2010, there were no further calls to the bci hotline for tbil problems.